Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the patient and the gripper orientation was checked however it was noted that when doing independent gripper actuation, it was noted one gripper would not come down. Standard troubleshooting was performed however the gripper would not lower therefore the cds was removed. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.